Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 13 instances of call service alarm issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 52 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to eeprom failure, moisture within the pump, and a motor assembly issue. During investigation for unrelated complaints, there were 7 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 52 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-64 years of age and between 43 and 340 pounds. Of the reported patients, 22 were male, 29 were female, and 1 were unknown.